Manufacturer narrative:
The manufacturer has made numerous attempts to have the mask returned for investigation. No product has been received. This nasal mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single patient use in the home or multi-patient use in the hospital/institutional environment. The mask is to be used on patients >66 lbs/30 kg, for whom CPAP or bi-level therapy has been prescribed. The user is warned to discontinue use and contact a healthcare professional if skin redness, irritation, or discomfort is experienced. The user is further warned not to overtighten the headgear straps, and to watch for signs of overtightening such as excessive redness, sores, or bulging skin around the edges of the mask. Based on the information available, the manufacturer concludes no further action is necessary. The part number has been corrected to reflect the most accurate information.

Event description:
The manufacturer became aware of an allegation of a reaction (redness, blisters, swollen eye) to a user's face while using the pico nasal mask for 3 weeks. This was reported to the user's physician as an "infection" by his daughter, who stated she is a nurse. The physician prescribed two different antibiotics for the user based on the information from the daughter, without examining the user. There was no report of serious or permanent injury, and no medical intervention required other than the prescribed antibiotics. The user remains at home using a different mask. It is unknown when the redness and/or infection began. It is unknown if the user washed the mask prior to use, and regularly after use, as recommended by the manufacturer. Although the reported event does not meet criteria as a serious or permanent injury, the manufacturer is filing this report voluntarily due to the user being prescribed antibiotics to alleviate symptoms. The manufacturer has requested return of the mask for investigation. Upon completion of the manufacturer's investigation, a follow up report will be filed.